Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional d2b device product codes: kra - catheter, continuous flush dqe - catheter, oximeter, fiberoptic dqo - catheter, intravascular, diagnostic.

Event description:
It was reported that during use of this swan ganz catheter, the cvp port broke at the connection of the hub of the blue lumen. The catheter was in place on a coronary ICU patient for 7 days total. The catheter was not being manipulated when it broke. The lumen was not clamped when the issue occurred. Blood was noticed on patient's gown and chest. The exact amount of blood is unknown. There was no patient injury.